Event description:
A caller reported a malfunction with their pump. There was no reported adverse impact on the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction did not recur after the reset, so the customer was advised that they could continue to use the pump.